Event description:
The consumer reported the device was "broken." The device was listed as "inactive" but remained implanted for the patient. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.